Event description:
On 29 january 1993, head nurse of cms started table top sterilizer to test spore strips for flash cycle. Unit started making noise and med. Maintenance was called to check unit out. It was noted that pressure went to 50 psi, then 55 psi, resulting in main door gasket blowing and releasing steam to outside of sterilizer. The main door pins held to prevent door from injuring anyone. This could have resulted in serious injury or death to individuals in the room. The only reason medical maintenance person was not injured by steam, was he had a heavy long-sleeve shirt on. When med. Maintenance person checked unit, just prior to event, he noted that the selector/indicator panel had no light on, the print unit was running, but nothing was being printed. (See reverse of page for additional narrative).device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: design - inadequate, electric problem - short circuit, manufacturing, invalid data. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.